Event description:
Report received of two incidents involving the same pt where the dial-a-flo extension sets were leaking. The pt receives the drug remicade 500 mg infusion every 4-6 weeks. The total infusion is 300cc's of fluid to run in 2 1/2 hours. The first incident occurred in 2001. It was reported that the leak was immediately noted at the dial-a-flo, the set was replaced and the infusion was given without incidence. The second incident occurred 2 months later, again the leak was noted at the dial-a-flo. The customer reported the dial was set at 180cc's per hour and that the pt was assessed every 15 minutes. Near the end of the infusion, the customer reported checking the pt and finding the pt wet from the leaking IV fluids. The pt was sleeping and unaware of the leakage. The customer reported an undocumented amount of the drug was lost and that the pt experienced a bleed back of an unspecified amount of blood. It was reported that the dial-a-flo was removed and the md ordered the drug to be administered through a different IV tubing. It was reported that no air entered the pt, no lab test were done, and no adverse pt event occurred. Although requested, no additional info was available.